Manufacturer narrative:
Product event summary: data files were received and analyzed. Two images were received. The first image shows a broken shaft detached from the lemo connector of a mapping catheter, placed in the hand of a healthcare professional. The second image shows a similar broken shaft from the lemo connector of a mapping catheter, positioned on a preparative table. No information regarding the procedure date, catheter serial number, or other identifying details is visible in the images. In conclusion, the reported issue (mapping catheter broken) was confirmed through review of the images. The mapping catheter was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the tip/loop of the mapping catheter was intentionally cut off by the account per standard practice.

Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot number 229636747 was returned and analyzed. Visual inspection showed the loop was removed and was not returned with the mapping catheter. Visual showed the pebax tubing, introducer, and lemo connector were intact with no apparent issues or damage. Inspection also should the electrodes were detached from the pebax tubing and were not returned with the device and the shaft was broken from the lemo connector. In conclusion, the reported tip/loop detachment was confirmed during testing. The catheter failed the returned product inspection due to a broken/detached loop, a broken shaft, and a detached electrode condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during insertion of the achieve 20mm mapping catheter inside the afapro28, the proximal part of the mapping catheter, next to the connector to the electrocardiogram cable, was found to be broken with the internal strand clearly visible. After the procedure, the circular loop of the catheter was cut before the device was collected for further inspection. The mapping catheter was immediately retired and replaced, and the case was completed successfully with no further complications. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.